Manufacturer narrative:
Reporter first name: (B)(6). Reporter last name: (B)(6). Reporting institution name: (B)(6). Reporting address city: (B)(6).

Event description:
Philips received a complaint regarding the defibrillator indicating that the device fails to boot due to self-test failure. There was no patient involvement.